Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and erosion. The system was explanted. There have been no known complications since the procedure.